Event description:
Additional information received: the dislodged resolute integrity stent was deployed in an unintended region and not the intended target vessel. No patient injury was reported.

Event description:
The physician attempted to implant a 2.25 x 14 mm resolute integrity rx device into a tortuous lesion in the proximal lcx vessel. The vessel is said to have previous stents already implanted. It is reported the resolute stent dislodged in the lcx while being advanced to the distal part of the lesion . The physician used a 1.25mm sprinter legend balloon to treat the un-deployed stent, the physician used multiple different balloons eventually working his way up to a 3.5mm nc sprinter balloon. The proximal section looked good on angiography and there was normal blood flow. The distal lesion was treated with a balloon only. No patient injury was reported.

Manufacturer narrative:
Results: (inherent risk of procedure) - stent embolism (dislodgement), (related to another device) - previously deployed stents in vessel. (Patient's condition affected the effectiveness of the device) - lesion morphology, tortuous lesion. (No results available since no evaluation was performed) - no device or procedural images were provided for review. Conclusions: (inherent risk of procedure) - stent embolism dislodgement, (unable to confirm complaint) - no device or procedural images have been provided for review. (Lack of effectiveness related to patient condition) - lesion morphology, tortuous lesion. (Operational context caused or contributed to the event) - lesion morphology, previously deployed stents in vessel. (B)(4).